Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: b35200 (serial: (B)(6)); product type: 0197-implantable neurostimulator; implant date: (B)(6) 2022. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID: 3387s-40 (lot: va1h8e5); product type: 0200-lead; implant date: (B)(6) 2018. Brand name activa; product ID: 3387s-40 (lot: va1je92); product type: 0200-lead; implant date: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at routine eri battery change for right implant today, received notes from nurse that were unclear as to when patient seen last by fellows and documentation about leads. Unclear if right lead into this implant is cut or just not programmed or for what reason. Told left chest has implant that is not to have impedances checked on because that lead has been cut up near bhd and impedance test causes discomfort sensation. Asked for more details but nurse did not know the details as it was a former fellow who managed the patient and no additional details in notes. No further action is planned at this time.